Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 vdc. A review of the share logs was performed and loss of connection found in the log within the investigation window, however the loss of connection is within expected performance for serial number 8lj06h. The allegation was not confirmed. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over 1 hour is reportable based on the customer complaint was not confirmed because the loss of connection is operated within specification. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional . H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.